Event description:
It was reported during implant procedure that the left ventricular lead insulation became twisted. The lead was successfully exchanged. There were no patient consequences.

Manufacturer narrative:
The reported event of "candy-striping" was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination found the lead was curved at the distal region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.